Manufacturer narrative:
(B)(4).

Event description:
It was reported that "we noticed when looking at the different pediatric sizes, size 6, 8 & 10 that the guidewire for the size 6 was not clearly visible with a white end pushed into the catheter, whereas the size 8 and the size 10 catheters have a bright green introducer which is clearly visible and sticks out of the end making its presence clear. Unfortunately, the guide wire from the 6ch catheter was left in the patient for approximately 48 hours. The device was inserted by a dr and then the guidewire only, not the whole device, was removed by a different doctor. The patient is fine."

Event description:
It was reported that "we noticed when looking at the different pediatric sizes, size 6, 8 & 10 that the guidewire for the size 6 was not clearly visible with a white end pushed into the catheter, whereas the size 8 and the size 10 catheters have a bright green introducer which is clearly visible and sticks out of the end making its presence clear. Unfortunately, the guide wire from the 6ch catheter was left in the patient for approximately 48 hours. The device was inserted by a dr and then the guidewire only, not the whole device, was removed by a different doctor. The patient is fine."

Manufacturer narrative:
(B)(4). No physical sample was returned for investigation; however, two photographs were provided in sap to support the complaint. Both photos show three catheters with size 6, 8 and 10 with their stylets inserted into the drainage lumen. From the photos, the stylet used in catheter size 6 is stainless steel stylet consistent with the applicable drawing stainless stylet (mandrin) and product bill of material (bom). In contrast, the stylets for catheter sizes 8 and 10 are the fluorescent green type, which is more visually distinguishable and it's protruding out from the funnel. Based on the information provided in the sap, the stainless-steel stylet in the catheter size 6 was unintentionally left inside the patient for approximately 48 hours. According to IFU, under the pediatric catheters section, some pediatric models include a stylet to aid insertion. The IFU further instructs the user to ensure the stylet tip is correctly positioned within the catheter and does not protrude through the catheter eye during insertion. It also states that the stylet must be removed once the catheter is in place and before balloon inflation. The user has unintentional oversight to remove the s tylet because the stainless steel stylet used in the catheter size 6 is less visible than the green stylet used in catheter size 8 and 10. There was no product nonconformance and the product was manufactured according to the correct bill of material (bom). Therefore, the complaint was confirmed and due to the unintentional of user error to remove the stylet once the catheter placed in the patient. Based on IFU, section pediatric catheters "some pediatric catheters include a stylet to facilitate insertion. Make sure stylet end is properly positioned in the catheter tip and not protruding from the catheter eye during insertion. Remove stylet once the catheter is positioned correctly before inflating the balloon. Re-inserting the stylet may perforate and protrude through the catheter resulting in urethral injury." The complaint is confirmed based on the information and photographs provided. The user unintentionally did not remove the stainless-steel stylet from catheter size 6 due to oversight as this stylet is less visible compared to the green stylet used for size 8 and 10. There was no product nonconformance and the product was manufactured according to the correct bill of material (bom). Therefore, no corrective preventive action is required. No sample was returned for investigation; only information and photos were provided. Therefore, the investigation was limited to a visual assessment based on the photo and the assessment of the information. Based on the information provided in the sap, the stainless-steel stylet in the catheter size 6 was unintentionally left inside the patient for approximately 48 hours due to oversight as this stylet is less visible compared to the green stylet used for size 8 and 10. The investigation identified no product nonconformance. The device was manufactured according to the correct bill of material (bom). IFU also clearly instructs users to remove the stylet once the catheter is correctly positioned and before the balloon is inflated. Therefore, the complaint is confirmed and determined to be the result of unintentional user error. No corrective or preventive action is required. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.